Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose level was 178 mg/dl. The customer declined trouble shooting with tandem technical support, therefore further information was unable to be obtained.